Event description:
Pt admitted to hospital for mitral valve annuloplasty and valvuloplasty secondary to mitral valve prolapse and regurgitation. In 2004 pt had a medtronic future band 638b placed. Transesophageal cardiography showed no mitral valve regurgitation at end of surgery. Twelve hours post op, pt had to be returned to surgery for mitral valve replacement secondary to severe mitral valve regurgitation and cardiogenic shock. Medtronic future band was removed at that time. Etiology of post op severe mitral valve regurgitation is unknown.